Manufacturer narrative:
The complaint on the (B)(4) could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number.

Event description:
The event involved a spiros®, closed male luer w/red cap, 10 units where the customer reported that the device did not lock onto syringe and was 'popped' off. There was no patient or clinician who was adversely affected or exposed to hazardous drug. All these pieces were handled per facility hazardous spill protocol, which included discarding the sets. There was unknown patient involvement and no human harm.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.